Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial fibrillation with intermittent undersensing on the right atrial (ra) lead. It was noted there were occasional atrial events during the refractory timing and possible premature atrial contractions. A far field r wave was reported on the ra lead. It was further reported there was possible mode switches and/ or not collecting accurate atrial fibrillation data. The lead remains in use. No patient complications have been reported as a result of this event.